Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted, give date: not applicable as not implanted. Explant date: if explanted, give date: not applicable as lens not implanted therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris were expelled from the injector of a tecnis preloaded system. No patient contact reported.

Manufacturer narrative:
Device evaluation: the preloaded delivery system was returned at the manufacturing site together with small envelope containing the debris. The alleged debris is a clear solid substance. The analysis by fourier transform infrared (ftir) spectroscopy of the foreign debris showed that the bulk of the material is consist with polypropylene. The material of the moulded cartridge platinum 1 series that is used in the pcb00, preloaded lens and delivery device is polypropylene. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. All pertinent information available to abbott medical optics has been submitted.